Event description:
Hcp reported pt presented with signs of an infection. "Pt had a pump pocket infection (not a cns infection)." The pt's infection was reported to have resolved. The pt had a risk factor for infection including being in a debilitated status.